Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) declared elective replacement indicator (eri). A request was made to have data from this device analyzed. The health care professional (hcp) alleged possible premature battery depletion. Technical services (ts) was consulted and confirm malfunction and recommended device replacement. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) declared elective replacement indicator (eri). A request was made to have data from this device analyzed. The health care professional (hcp) alleged possible premature battery depletion. Technical services (ts) was consulted and confirm malfunction and recommended device replacement. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information was received, this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.